Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to press directly on button using tip of finger while supporting bottom of pump, and although screen turned on, difficulty persisted, so pump was scheduled for replacement with device return arranged, and no further information was expected.